Manufacturer narrative:
D6,d7 - letters were sent on 12/29/1997, 2/9/1998 and 3/16/1998. To date, this info has not been received. Synthes cannot determine MFR site or MFR date without a catalog number and lot number. No evaluation could be performed as the product was not returned.